Event description:
The rptr is the pt who wore latex gloves as part of her job. She is reporting an allergy to latex that has developed over several years. In the beginning, she had type IV allergic reactions severe hand dermatitis in 1993. Now she has advanced to type I allergic reactions. She had surgery to remove her gall bladder in the spring of 1998 without incident. After that, she had an anaphylactic reaction. As well, related or unrelated to her altered immune system, she has also developed an anaphylaxis reaction to amoxicillin. Currently, she is unable to work in traditional nursing settings. She also has little allergic reactions everyday. Shaking out a rubber-backed floor mat can trigger a reaction, for example. Uses ventolin and serevant inhalers daily now for prevention.